Event description:
Reporter indicated the site's handheld computer screen became frozen "while interrogating" devices. Troubleshooting resolved the issue. The site elected not to return the handheld; therefore, a product analysis will not be performed.